Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report problems with the batteries draining quickly and the device alarmed off no power. The customer's blood glucose level was 235 mg/dl. The customer wanted a new device instead of a replacement. The customer declined to return the malfunctioning device back for analysis. Nothing was replaced or returned.